Event description:
It was reported that prior to a ptca/rotational atherectomy treatment procedure, the rotalink burr detached. While the physician was platforming the burr outside of the patient, the burr "separated from the spring coiled shaft." The procedure was successfully completed with another of the same device.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The device was returned with the guide wire. The guide wire that was inserted in the device was severely kinked approximately 2.015m from the proximal side of the guide wire. A further inspection of this kink revealed that there was wear evident in this location consistent with the tip of the burr touching the guide wire. Additionally, on inspection of the annulus of the burr, a flared annulus was evident. This is also consistent with the burr coming in contact with the guide wire in this location. The guide wire also showed signs of scorching/ discoloration which is consistent with friction between the burr annulus and the guide wire. As a result of this contact, this burr detached from the triflar coil and remained on the guide wire. The device history record was reviewed for this batch and there were no issues that could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The cause of the complaint incident was determined to be user error.